Event description:
The facility reports the caregiver hooked the pt sling to the lift and was moving the pt from the bed when caregiver heard a clunk. The attendant investigated the noise and found nothing amiss. Caregiver proceeded to turn the pt toward the chair when the pt fell out of the sling. The pt suffered a 5cm gash behind the right ear, requiring 7 staples to close.